Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was successfully implanted in a patient using a small flexnav delivery system. It's also noted that a 14fr non-abbott introducer sheath was used for procedure. The 14f non-abbott introducer sheath was noted to have issues advancing through the patient's anatomy. A plain old balloon angioplasty was performed. The small flexnav delivery system was able to advance without issue and there was no issue implanting or the valve. There was noted reported issue with the 23mm navitor vision valve itself. The final non-coronary cusp implant depth of the valve was 4mm and the final left coronary cusp implant depth was 5mm. Post-implant, it's noted that there was stenosis at the access/puncture site. It's also noted that the ituma had peeled off. The event was confirmed by lower limb digital subtraction angiography. The decision was made to perform a surgical repair. It is unclear whether the injury occurred during the non-abbott introducer sheath insertion or insertion of the navitor vision valve within the small flexnav delivery system. There was an extension in procedure due to this event, but it had no impact on the patient's prognosis. The cause of the patient's access/puncture site stenosis and dissection is attributed to poor vascular condition. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
It was reported that post-implant there was stenosis at the access/puncture site. Also reported that it was unclear whether the injury occurred during the non-abbott introducer sheath insertion or insertion of the navitor valve through ds. There was an extension in procedure reported due to this event, but no impact on the patient's prognosis. The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information from field, the cause of the patient's access/puncture site stenosis and dissection was attributed to anatomical condition (poor vascular condition). The exact cause could not be determined. The reported surgical intervention was a result of case-specific circumstances as a surgical repair was performed for perforation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.